Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: based on the information provided by the complainant, the tissue samples involved in this event were derived from the "factory 12hr xylene standard biopsy" protocol comprising 270 cassettes, which started in retort a at (B)(6) 2021 and failed at (B)(6) 2021 during step 11 (first wax infiltration step) of the protocol. The "factory 12hr xylene standard biopsy" protocol, which is of 12 hours duration, has been validated for use by the laboratory since (B)(6) 2018. Sub-optimal tissue processing has not previously been reported to the manufacturer in relation to the use of this protocol. During step 11 (first wax infiltration step) of the "factory 12hr xylene standard biopsy" protocol started in retort a at (B)(6) 2021, the top (overflow) liquid level sensor (lls) intermittently detected reagent (wax) between (B)(6) 2021, and constantly from (B)(6) 2021. As the "factory 12hr xylene standard biopsy" protocol is configured to perform the wax infiltration steps under vacuum, the xylene present in the tissue from the final clearing step executed using bottle 14 would have started to dissolve in the wax in the retort and then evaporate. The process is likely to have resulted in foaming at the surface of the wax. The 50 cassettes placed outside the baskets would have contributed resulted in elevation of the foam level from just above the middle lls to the top (overflow) lls. As this step is also to be executed with "medium" agitation, the wax foam would have reached the top (overflow) lls and the retort air vent, causing contamination in the air lines with wax as identified by the fse during the site visit. - the "factory 12hr xylene standard biopsy" protocol started in retort a at (B)(6) 2021 failed (B)(6) 2021 after completion of the first wax infiltration step; and the tissue samples involved remained in retort a covered with wax from wax chamber 1 at a concentration of 90.3% for approximately 4 hours and 17 minutes until a user accessed the retort at (B)(6) 2021. Based on the information available the root causes of the circumstances involved in this complaint are a combination of the following use errors: information documented by the assigned leica field applications specialist details that: "the customer loaded about 330 cassettes in retort a, including 3 full baskets (270 cassettes) and extra 50 cassettes on the outside surrounding the baskets". The consequences of placing the extra 50 cassettes into the retort are that a portion of the cassettes would not have been covered by processing reagent during execution of the "factory 12hr xylene standard biopsy" protocol, and failure of this protocol after completion of the first wax infiltration step due to contamination of the instrument air lines, pressure transducer(s) and air valves with wax, with the tissue samples remaining in the retort covered with wax for approximately 4 hours and 17 minutes until a user accessed the retort. Section 2.2.4 of the leica peloris/peloris ll user manual details the following specific warning: "always ensure the cassettes are correctly inserted into the baskets and that the baskets are correctly placed in the retorts. Incorrectly placed cassettes or baskets may lead to samples being damaged as some tissue may not be fully covered by reagent during processing." Information documented by the assigned leica field applications specialist also details that: "they were able to cut the small biopsies but they have to reprocess the breast cases and large cases with fibrofatty tissue (half of the specimen affected)." Consequently, those tissue samples that were not re-processed would have been exposed to wax at a concentration of 90.3% in one (1) wax infiltration step only rather than three (3) wax infiltration steps. This would have resulted in sub-optimal wax infiltration of these tissue samples that were not re-processed. Information documented by the local leica field applications specialist details that the tissue types/sizes of the affected samples were detailed as "gi, breast, large specimen with fibrofatty tissue" and "range from <3mm to ~20 x 10 x 5 mm" respectively." Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "factory 12hr xylene standard biopsy" protocol with a duration of approximately 12 hours is not appropriate for processing a portion of the tissue types/sizes, which were detailed as "gi, breast, large specimen with fibrofatty tissue" and "range from <3mm to ~20 x 10 x 5 mm" respectively.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "retort a issue, wax filled all the way to lid; unable to drain". The leica senior applications support - pathology further documented the following information reported by the complainant: "retort a is not able to drain. Customer states that person that loaded retort added more cassettes than they place normally as well as placing cassettes in retort that were outside of the basket (surrounding basket). Customer did not state any error messages. Retort b doesn't appear to be impacted, they only have one processor. I advised to test run to check instrument performance as well as a test run utilizing redundant tissue to check for processing impact." On (B)(6) 2021, the assigned leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse found retort a to be half full of wax, which entered the air system and caused a blockage, when an attempt was made to drain the wax from the retort. The fse rectified this issue by replacing the air system tubing and cleaning the valves and transducers. The instrument has remained functional after completion of these actions. The assigned leica field applications specialist (fas) documented in the adverse event information form that tissue samples involved in this event were derived from the "factory 12hr xylene standard biopsy" protocol comprising 330 cassettes, which started in retort a at (B)(6) 2021 and completed at (B)(6) 2021. The fas also documented that: "the customer loaded about 330 cassettes in retort a, including 3 full baskets (270 cassettes) and extra 50 cassettes on the outside surrounding the baskets." The tissue type and size of the affected samples were detailed as: "gi, breast, large specimen with fibrofatty tissue" and "range from <3mm to ~20 x 10 x 5 mm" respectively. The fas further documented that: "they were able to cut the small biopsies but they have to reprocess the breast cases and large cases with fibrofatty tissue (half of the specimen affected)." On (B)(6) 2021, the assigned leica technical specialist- core histology - (B)(6) east received information that all cases involved in this event were diagnosable; and that re-biopsy had not been either recommended or required.